Manufacturer narrative:
H6; code 100: balloon burst, 1/3 of balloon not returned. Facility experienced an event with your endopath tristar extraperitoneal dissector while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972279. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition burst, cam condition good, desufflation lever condition good, extension condition good, inner gasket condition good, outer gasket condition good, sleeve conditon good, stopcock condition good/closed. Functional tests & results: balloon inflation test could not inflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst near the distal tip, making the instrument non functional. The device was reveived with a burst balloon and approximately 1/3 of the balloon was not returned. No conclusion could be reached to what may have caused the balloon to burst. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During an unknown procedure it was reported by the affiliate that the balloon burst. There was no patient consequence. Additional information received on 04/16/97. It was clarified that the balloon bursted into two pieces. One piece was retrieved and destroyed, the other was fixed on the shaft and will be sent back.